Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6), 2022. During the procedure, the bands rolled up. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(Initial reporter phone): (B)(6). (B)(4).